Event description:
PICC line changed over a wire at 10:00 am. The PICC was found to be leaking at 2:00 pm. There was a visible tear in the PICC lumen where it meets the hub of the line. The line was clamped with a sterile kelly and the patient was brought to interventional radiology for another PICC change (twice in one day).